Event description:
It was reported that the patient's left lead was fractured which was confirmed under fluoroscopy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.